Event description:
The customer reported the beckman coulter act diff instrument generated a low platelet (plt) result with an instrument generated flag for one finger stick patient sample. The patient was redrawn into a vacutainer tube and the sample was sent to a reference lab where plt result was higher and considered correct. Erroneous results were reported out of the lab and a corrected report was issued. Prior to the reported issue, the plt background had been failing and multiple startups were performed to get plt to pass. Due to wbc aperture alerts the customer stopped using the instrument until serviced. There was no death, injury or change to patient treatment attributed to this event. The field service engineer (fse) observed high platelet backgrounds and wbc aperture alerts on controls. The instrument was decontaminated and the dual diluent filters and the vacuum isolation chamber (vic) were replaced. Based on information provided, the root cause can not be determined; however, the plt result was appropriately flagged with an instrument generated flag. Per labeling, plts are the smallest pulses measured. Any problem that affects all the other count parameters will affect plts first. Depending how bad the problem is, only plts may be affected. This includes contamination, bubbles, sweepflow problems, and electrical interference. Replace diluent. Do a prime and startup. If you suspect biological contamination, perform the prepare to ship procedure. This allows you to cycle bleach through all appropriate tubing and components. Run several startups to remove any contamination. Perform a clean the baths procedure. Check the system for bubbles, starting with the fluid reservoir and moving on to the syringe assembly. Remove the bath shield and run a cycle, observing the fluid in the baths if necessary. Repair any leaks that have caused the bubbles, whether tubing, fitting, or component. Backgrounds should pass or be very close on the first blank. If they are high and then fall on subsequent cycles, there could be blood left over from the previous cycle. Ensure that the bath shield is on the plate that the baths are mounted to, including the bath shield, is not connected to the main instrument. Ensure no electrical connection is made, including salt buildup that could connect the shield or plate to the main instrument chassis. Ensure there are no fluid spills in and around the bath area. Ensure that no electrical equipment, especially motorized equipment, is operating near the instrument. Check the power source. Check that no motorized piece of equipment is plugged into the same power circuit.